Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the peritoneum during laparoscopic inguinal repair, the staples were not forming properly. Another device was used to complete the case. There was no patient injury.